Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes there was low draw and blood pooling in stopper well. The following information was provided by the initial reporter: (2 of 2 complaints). Ed nurse started ani.v. Line and used a j-loop and an llad to draw blood. Edta tube did not seem to be filling so they replaced with a new one of a different lot number and was able to draw. They also noticed that there was blood that seemed to pool on the cap.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill and blood pooling with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill and blood pooling as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes there was low draw and blood pooling in stopper well. The following information was provided by the initial reporter: (2 of 2 complaints). Ed nurse started ani.v. Line and used a j-loop and an llad to draw blood. Edta tube did not seem to be filling so they replaced with a new one of a different lot number and was able to draw. They also noticed that there was blood that seemed to pool on the cap.